Event description:
Inbound. Pt states cadd legacy pump starting beeping no disposable and then with troubleshooting when pump through self test and cassette placed on bottom of pump starting steady beeping. Same result on backup pump. This is the second time this month has had to discard a cassette due to above scenario. Lot# 5253622, exp 04/01/2026. No further details provided.